Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted at implant. High out of range shock impedance measurements were observed when the electrode was attached. The electrode was disconnected and reconnected, however high out of range shock impedance measurements continued to be observed. This device was not used and another device was implanted. Out of range shock impedance measurements continued to be observed with the new device as well. The electrode was then replaced and the implant was completed without further complication. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted at implant. High out of range shock impedance measurements were observed when the electrode was attached. The electrode was disconnected and reconnected, however high out of range shock impedance measurements continued to be observed. This device was not used and another device was implanted. Out of range shock impedance measurements continued to be observed with the new device as well. The electrode was then replaced and the implant was completed without further complication. No adverse patient effects were reported.